Manufacturer narrative:
The t: slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer was not seeing any insulin drip out the end of his tubing during fill tubing. Cold insulin was used. The customer's blood glucose level was impacted.